Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due inadequate stimulation. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500 model: sc-8416-50 serial: (B)(4) batch: 21448778.